Event description:
It was initially reported that the handheld computer had a screen freeze at the interrogation successful screen. Troubleshooting resolved the event with a computer hard reset. The site returned the handheld computer to manufacturer for analysis and requested a new handheld computer. Product analysis was performed on the handheld computer and software as returned from the site. Analysis confirmed event reported on software. There were no other observed anomalies or conditions with the handheld computer or software.